Event description:
In the early morning, went in to give patient some meds via nasojejunal tube. Flushed tube with 30ml. Then as soon as I went to give meds, crushed and mixed well with about 40ml of water, the tube immediately clogged. It was then noticed that the tube still had the guide wire in the tube. It is unclear why guide wire was left in tube even after placement was verified, and tube feedings were started. Whatever I tried, the tube would not unclog. Attempted to remove wire, and it would only come out part way, and then the tube would coil, irritated, and caused pain for patient. Team notified; keofeed replaced endoscopically under general anesthesia. It was noted that the adapter and guidewire is the same color: possible intervention to prevent recurrence: change color of guidewire so it is not the same color of the adapters.